Event description:
It was reported to philips that the device is water damaged due to a huge rain storm in the customer area and with the leaking roof of the vehicle carrying the device, the unit was submerged in rain water about 70mm deep. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.